Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient advocate alleged that one of the leads of this cardiac resynchronization therapy defibrillator (crt-d) system shifted. No further details were provided, and technical services (ts) referred the patient to the physician. No adverse patient effects were reported. This lead remains in service.